Manufacturer narrative:
The device has not been evaluated at this time. Based on the report, it is believed that the electrical supply to the illumination leds failed.

Event description:
It was reported that, toward the end of a colonoscopy, all of the illumination leds on the colonoscope went out. The case was finished without any adverse health consequence to the patient.